Event description:
The treating doctor reported that the patient had the symptom of tooth lr6 extraction/tooth loss. The panoramic x-ray showed lr6 with prior endodontic treatment, associated periapical radiolucent lesions on the mesial and distal roots, and the presence of a dental crown.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause provided. Align's clinical review noted that the only missing tooth identified on the scan was lr6. The panoramic x-ray showed that lr6 had prior endodontic treatment, a dental crown, and associated periapical radiolucent lesions on both mesial and distal roots. The patient had used four aligners, and the tooth in question was included in the treatment plan. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.